Manufacturer narrative:
Received one used list# ch3381, 16" (41 cm) appx 4.4 ml, ext set w/microclave®, 0.2 micron filter, clave®, spiros®, clamp. The filter material of both 0.2 micron filter vents were wetted out as received. The set was primed with water and leak tested according to product performance specifications. Leakage occurred through both filter vents. The reported complaint of leakage at the filter was confirmed. The leakage occurred through multiple locations of the vent material on the 0.2 micron filters. This is due to wetting (saturating) of the vent material by the infusate solution during use. The probable cause is a temporary or permanent loss of the hydrophobic properties due to the infusate interaction with the vent material during use. A device history review (DHR) lot# 4461390 and relevant commodities were reviewed, and no non-conformances were found that would have contributed to the reported complaint.

Event description:
The event involved a 16" (41 cm) appx 4.4 ml, ext set w/microclave®, 0.2 micron filter, clave®, spiros®, clamp that the customer reported a leak of etoposide from the air vents of the 0.2 micron filter. The 24 hour etoposide infusion was administering via a secondary administration set that was luer locked into the bd primary line at the upper y-site. The customer reported the 16" (41 cm) appx 4.4 ml, ext set w/microclave®, 0.2 micron filter, clave®, spiros®, clamp was attached to the distal end of the bd primary line and was luer locked into the patient¿s port. During the 13th hour of the infusion the nurse identified the leak during her hourly line check. It was identified that the filter was in the inverted position hanging from the patient¿s port (outlet over inlet). Neither the nurse nor the patient experienced adverse events, however both experienced environmental exposure. There was patient involvement, however, no report of adverse event.